Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0540d, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that as of (B)(6) 2013, the therapy was helping with the patient¿s bladder symptoms and no infections were reported. However, sometime after the implant, there were periodic episodes of bladder problems including infections. Follow-up is being conducted to determine cause, actions, and outcome.